Event description:
It was reported that the 9900 system rebooted during a case. The 9900 system had to be rebooted and the procedure was completed, but the customer complained that the image was grainy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The noise and enhancement settings were adjusted. The system was tested and found to be working as intended and put back into service.